Event description:
Maryland bipolar forceps (robotic) (ref # 471172, lot # k112107260139) one of the articulating mechanisms malfunctioned, one of the cables broke. It was working prior to insertion into patient, malfunction occurred while in patient. Device removed and replaced. There was no harm to the patient.